Event description:
It was reported that during a coronary procedure, a stent dislodgement occurred. The 100% stenosed target lesion was moderately tortuous in the ostium of the proximal right coronary artery (rca). The vascular access was a femoral approach. Thrombus was aspirated from the lesion. The lesion was predilated with a 2.25x15mm non-bsc balloon and implanted with a 3.5x18mm non-bsc stent. The vessel condition was good initially but then acute closure occurred. A 4.0x28mm liberte monorail stent was advanced to be implanted but was unable to cross the lesion. While attempting to remove the stent delivery system from within the pt, the physician noticed the stent had dislodged at the tip of the guide catheter within an unk coronary artery. The physician tried to expand the stent with a 1.5x15mm non-bsc balloon but the balloon was unable to "catch" the stent. The physician was able to move the stent near the introducer sheath with the liberte delivery system but had difficulties trying to put the stent in the sheath due to resistance. The physician was able to remove the dislodged stent by skin incision the next day. The pt is hospitalized with improving condition and is doing fine.